Manufacturer narrative:
Components were not returned for evaluation. Images of poly core confirmed wear in active pt. Review of manufacturing records showed no anomalies.

Event description:
Total ankle implant was revised to a fusion.